Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced an adverse event on (B)(6) 2016. Patient stated that they didn't remember anything and couldn't identify if the event was related to low blood glucose, but they were walking on the sidewalk around 12:00pm and passed out. The patient woke up in the emergency room. The paramedics informed him that he was having a low event and was at 20 or 30mg/dl and that the receiver was giving off an alarm. The paramedics injected the patient with an IV, into his arm. Patient stated they did not have any injuries. There was no alleged device malfunction. At the time of contact, the patient was fine. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The receiver being used at the time of event was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the event. The data log was downloaded and reviewed and found inaccuracies that were unrelated to the event. There was no alleged malfunction reported on the device. No further patient or event information is available.